Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and the keypad buttons are not responsive. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, the pump powered up and the display froze after count up, followed by an unexpected constant tone alarm. The problem was isolated to the mother board. Unable to perform any tests due to the frozen screen. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.